Event description:
It was reported that the patient implanted with this cardiac resynchronization therapy defibrillator (crt-d) presented to the emergency room following receipt of shock therapy. The device was then interrogated with a programmer and found that the device delivered inappropriate anti-tachycardia pacing (atp) and 5 shocks for sinus tachycardia. Tachycardia therapy was exhausted as a result. Further review of the episode noted that there was an undersensed atrial beat, which, changed the inhibit decision to v>a and resulted in the therapy delivery. It was noted that the undersensed p-wave had a very small signal amplitude. Technical services (ts) discussed potential programming options. Programming changes were then made and the patient was sent home. No further assistance was requested. No adverse patient effects were reported. This device remains in service. If information is provided in the future, a supplemental report will be issued.